Manufacturer narrative:
Device was set to proper time/date and monitored. Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low-level failures alarm confirmed in insulin pump history due to broken trace on keypad assembly. No unexpected time change noted or blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error the motor arm cannot communicate with the main arm and hardware low level failures. Customer blood glucose level was 240 mg/dl. Customer also stated that the insulin pump screen became white. The device will be returned for analysis.